Manufacturer narrative:
The event is currently under investigation.

Event description:
During a catheter PICC placement in the arm (brachial vein) of a male patient, the doctor inserted the peel away sheath in the vein the dilator was removed and the PICC catheter was inserted. After the sheath was inserted in the vein, as he attempted to peel the handles, the handles broke. The user was able to recover the sheath from the vein with a scalpel. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of the complaint history, drawings, quality control and a visual examination was conducted during the investigation. Visual exam of the returned product confirms that the handles are separated from the shaft of the peel away sheath. No other visible defects were observed. The returned product does not show any discoloration or elongation at the point of separation; which would be indicative of excess pressure. There are no visible cracks. There is no evidence to suggest the product was not manufactured to specification. We are unable to determine with certainty why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a catheter PICC placement in the arm (brachial vein) of a male patient, the doctor inserted the peel away sheath in the vein. The dilator was removed and the PICC catheter was inserted. After the sheath was inserted in the vein, as he attempted to peel the handles, the handles broke. The user was able to recover the sheath from the vein with a scalpel. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.